Manufacturer narrative:
Trackwse ID (B)(4).

Event description:
The hospital reported that at the end of the endoscopic vein harvesting procedure, the wires within the vasoview hemopro 2 jaws were sticking out. Opened a new kit to complete harvest. The hospital did not report any patient effects.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 08/04/2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Both the cannula and harvesting device were returned. Signs of clinical use were observed on the cannula, c-ring, the hot jaw and cold jaws of the harvesting device, and the heater wire. Evidence of charred tissue was also visible on the jaws and heater wire. The heater wire was observed to be twisted and bent away from the base of the hot jaw with slight detachment at the tip of the hot jaw. The clear silicone insulation was observed to be peeled away from the hot jaw and remained attached. The clear silicone insulation on the cold jaw was observed to be intact. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device as well as the the evaluation results, the reported failure "material twisted/bent wire" and the analyzed failure "peeled; jaw/delaminated" were confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.